Event description:
The user facility reported an impella 5.5 device placed via the right axillary artery for a patient admitted in with cardiomyopathy and bridging to transplant. The impella 5.5 was placed as care escalation from an intra-aortic balloon pump. Approximately three days after start of support an access site hematoma was noted, and the patient underwent a hematoma evacuation surgical procedure. The pump remains implanted supporting the patient who was reported to be in stable condition following the event.

Manufacturer narrative:
The impella device was not received from the customer as the device remains implanted, supporting the patient at the time of the MDR writing, and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella 5.5 with smartassist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: potential adverse events ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation).

Manufacturer narrative:
The investigation of access site bleeding has been completed. The root cause of the access site bleeding issue could not be determined since the product was not returned and insufficient clinical details were provided. E.4 should have been left blank on the initial manufacturer device report number 1220648-2025-25872 as it is unknown if the initial reporter also sent the report to the food and drug administration. H.6 code 1888 was reported incorrectly on initial manufacturer device report number 1220648-2025-25872. A new code was addded. H.10 additional manufacturer narrative instructions for use (ifus) were reported on the previously submitted manufacturer device report number 1220648-2025-25872 incorrectly. No ifus are needed to be reported for this report in accordance with updated procedures.